Event description:
It was reported that it was noticed during a demonstration that the jaw teeth were worn. This event did not involve a surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear of the patella clamp jaws was reported. The event was confirmed. Material analysis indicated, ¿the jaws on both of the devices contained abrasion from an external source. Eds indicated both jaws were made according to original design documents. No material or manufacturing defects were observed on the surfaces examined.¿ the event occurred during a demonstration and did not involve a patient or surgery. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the wear of jaws was caused by abrasion for an external source, most likely from an oscillating saw.

Event description:
It was reported that it was noticed during a demonstration that the jaw teeth were worn. This event did not involve a surgery.